Event description:
Christian abbott reported several issues with their device, including battery depletion, a detached rubber door, a crack along the charging port, and a rubber piece on top that had fallen off. There was no adverse impact to the customer¿s blood glucose level. The customer declined the transfer to customer support for further assistance, and no additional actions were taken.